Event description:
Overdosage reported. The pt was to receive morphine analgesia via subcutaneous delivery at 40 mg/hr. Pharmacy was not aware that the pump's upper limit for drug concentration is 10.0 mg/ml. The 30 ml medication vial was made with a morphine concentration of 15 mg/ml and was labeled as such. The physician orders were for a 40 mg/hr continuous sq infusion. The nurse attempted to set the device to deliver at 40 mg/hr with a 15.0 mg/ml concentration. The actual settings used (since a concentration of 15.0 mg/ml cannot be set) were not known to the rptr. The infusion reportedly continued for approx 2.5 hrs until an empty syringe alarm sounded. The infusion was discontinued at that time. The pt reportedly did not experience any adverse effects from the event. No medical intervention was required.